Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown screw/unknown lot number. Date of original implant: 2009; month and day -- unknown. Device is not expected to be returned for manufacturer review/investigation. (B)(4) this event resulted in pain and required additional surgical intervention to remove the broken screw. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a customer reported that in 2009 she had a anterior fusion surgery of the spine on an unknown date and one of the screws broke. Customer experienced minor pain. Revision surgery took place between 2012 and 2013; unknown specific month and day. The revision surgery was successful. No additional information available. There was no surgical delay. Customer reported that the surgeon performed an anterior fusion with hardware and pedicles (not sure how many). A successful fusion was performed at that time. In 2011, x-rays performed; however, a pedicle may have fractured or broken. Patient requested a cat scan, on (B)(6) 2011 and it read there is a suggestion of a break within the mid-portion of the inferior intervertebral screws within the s1 vertebral body. The inferior screws s1 vertebral body appears to have broken with minimal superior displacement. There is 1 device associated with this complaint. This report is 1 of 1 for (B)(4).